Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the inlet was broken due to power cord receptacle failure. However, the definitive root cause of the power cord receptacle failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus (B)(4) for evaluation. The evaluation uncovered a crack and a broken power switch guard and main connection respectively. Additionally, there are cosmetic wear and tear on the device which was attributed to customer handling. The faulty parts need to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the maintenance unit on and off switch was defective. Upon inspection and testing of the returned device, it was observed that the power switch and inlet power cord receptacle failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.